Event description:
It was reported the distal tip of this .018 guidewire detached in the pt during nephrostomy tube placement. No retrieval of the detached segment was attempted. The nephrostomy tube was successfully placed and the patient's condition is good. This device has been destroyed by the user facility. Therefore, no failure analysis is available. The company's follow up revealed resistance was encountered during this procedure. User technique and/or patient anatomy may have contributed to this event. However, the company is unable to determine the cause of this event. The comapny's directions for use state: "caution: withdrawal of the .018/.038 wire should be smooth and without resistance. If resistance is felt, carefully remove wire(s) and system as unit... Advance .018" wire through entry needle into site. Remove needle. Advance accustick over .18" wire into position."